Manufacturer narrative:
Part 04.038.280s, lot h286495: place of manufacture: elmira. Date of manufacture: march 03, 2017. Part expiration date: february 01, 2027. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 80mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: unfortunately no material was returned for investigation. Based on the review of the provided pictures the cut out of blade could be confirmed. Complaint confirmed. The review of the device history records did not show and manufacturing related deviations. Product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is unknown. Date of explant procedure is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent osteosynthesis surgery for the femoral trochanteric fracture. During the surgery, tfna helical blade, l 80mm (04.038.280s) was used. The patient had been almost bedridden and less active. This case showed the high instability due to the femoral neck fracture. Although the images indicated that the helical blade in question had been inserted a bit anteriorly, under surgeon¿s judgement (upon the current patient¿s medical circumstances), the initial surgery was completed safely. Days after the initial surgery, under non-weight bearing condition, the cut-out of the blade occurred. As a result, the tfna removal surgery and bha were performed on an unknown date. The medical follow-up had been planned after the re-operation. Patient outcome was reported as okay. The concomitant material: 10mm/124 deg ti cann tfna 235mm/right- sterile (part# 04.037.014s, lot# h103612, quantity 1); ti end cap for tfna 0mm extn ¿ sterile (part# 04.038.000s, lot# 9649198, quantity 1); 5.0mm ti locking screw w/t25 stardrive 32mm f/im nail ¿ sterile (part# 04.005.522s, l324341, quantity 1). This report is for one (1) tfna helical blade 80mm sterile. This is report 1 of 1 for (B)(4).